Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the actual device was evaluated onsite by a baxter service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was completed and the bed performed according to product specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a nurse was injured on a versacare med surg bed. The nurse was in the process of lowering the head of the bed, when it fell from the upright position to a flat position wedging the nurse¿s right arm between the head of the bed and the bed frame. The nurse was treated by an orthopedic physician for ¿pain in the right arm¿. The nurse is currently undergoing physical therapy. The nurse has a follow-up appointment scheduled four days from the date of this report. No further information was available at the time of this report.

Manufacturer narrative:
The device was by an on-site baxter technician and is currently awaiting final evaluation. Should additional relevant information become available, a supplemental report will be submitted.